Event description:
It was reported that the customer recieved a compromised force sensor system alarm. The customer stated that she was changing the infusion set during priming, when the insulin squirted out. The customer attempted this process twice but was stuck in the prime or rewind loop. The customer's blood glucose was 113 mg/dl. Troubleshooting was done. Customer stated that the drive support cap was flushed. Explained that the alarm could have been caused when, during seating, the force sensor did not detect the reservoir. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on window, scratched reservoir tube window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.